Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing detached at the tubing connector while sleeping. The site location was on her leg and the pump was located on the same side, as the set. Further, the infusions were stored in a cupboard in the house. She was unsure of any stress or pull on the tubing and the pump was not dropped with the set connected to their body. No further information available.